Event description:
It was reported by service report that the head-end lift was not functioning, and was stuck in high height position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu lost height limits.